Event description:
Pt had laminaria with string attached inserted in cervix prior to hysterosalpingogram (hsg). When pt arrived for hsg, physician attempted to remove laminaria, with gentle traction on string. String came off, with laminaria remaining in the uterus. The pt required additional procedure in private ob/gyn's office for removal of retained laminaria.